Event description:
After 2 months of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. The records showed this device was manufactured, sterilized and released according to applicable standard operating procedures. Devices sold and labeled as sterile are manufactured, sterilized according to applicable standard operating procedures. Manufacturing data for the pacemaker in object: manufacturing date: 09 october 2006; use before date: 09 may 2008; sterilization lot number: s070123. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.